Manufacturer narrative:
Complaint allegation is confirmed. The visual inspection identified that the white braid suture returned from the knotless tightrope® syndesmosis repair, implant only, titanium had broken, frayed, and damaged. Only the round button was returned with the white suture. Evaluation of the oblong button found no sharp edges or defects. The evaluation of the suture attached to it found that it was not frayed or damaged. Functional testing was performed by gently pulling the straight needle attached to the suture and the oblong button. The suture was noted to be firmly crimped to the needle. No problem was found. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing/tightening /tensioning or the device coming in contact with another device during use.

Event description:
It was reported that during a syndesmosis repair surgery the suture tore while tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.